Event description:
Boston scientific received information that during an implant procedure, the helix of this right ventricular (rv) lead was not able to extend out of the lead body despite the physician following instructions and using the maximum number of turns. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this lead was thoroughly analyzed. The lead¿s cathode coil was found to be fractured near the terminal end which was likely the result of turning the spinner. Analysis concluded that this observation likely attributed to the clinical allegations made against the lead.